Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the left anterior descending artery. A 182cm j pt graphix guidewire was advanced to cross the lesion. However, during procedure, it was noted that the wire prolapsed on itself. Then the tip of the wire became disconnected and broke off inside the artery. Snaring was attempted but failed to retrieve the detached tip. Another wire was used and completed the procedure. No further patient complications were reported. The patient was fine and stable.